Manufacturer narrative:
H6: torn isolator. The hand piece was returned with a loose mount, it was tested on a generator and no error codes were found. However, the hand piece was disassembled, a torn acoustic isolater and evidence of moisture ingress were found in the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine it further investigation is warranted.

Event description:
It was reported that the handpiece received an error 5 instrument error in the middle of an esophagogastrectomy case. The handpiece was tested with a test tip and received the same error 5 instrument error. The handpiece was wrapped with another handpiece and, using the same instrument, the case was completed with no patient consequence.